Manufacturer narrative:
The used returned sample was visually inspected. The used returned sample exhibits a single bend of the soft cannula. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 in the evening the patient changed the infusion set on her infusion device. On (B)(6) 2013, in the morning his blood glucose level was elevated over 500 mg/dl. He again changed the infusion set and administered insulin via the infusion device. The patient noticed that the soft cannula of the infusion set was bent. The patient's neighbor rang the doorbell and when the patient opened the door she passed out for a few seconds. The neighbor helped the patient up and at 6:00pm his blood glucose level had returned to normal.